Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) could not be progressed beyond light sensor calibration at the start of treatment. No patient harm or injury was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Additional information: event postal code: (B)(6). A getinge field service engineer (fse) evaluated the iabp with a sensor balloon and was unable to reproduce the reported issue. Replaced assy, fiber optic as precautions and pcb exec processor as the regularly replaced parts. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then cleared for clinical service.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).